Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system crossed the septum and an unknown pigtail catheter was advanced into the ostium of the laa. The activated clotting time (act) was 273. Thrombus was noticed attached to the pigtail catheter. They immediately aspirated from the pigtail and access system as they removed the pigtail. After they removed the pigtail, the thrombus was no longer visible and they proceeded with the case. A watchman® laa closure device was successfully implanted. The patient woke up and they observed no deficits to the patient; the patient was stable.